Event description:
It was reported that the physician attempted to place an xpert stent for an unspecified procedure. Before the system was inserted into the patient, it was noted that the stent was partially deployed. The device was not used. There was no patient harm or injury reported as a result of this event. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.